Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis. The device had a kink located approximately in the distal end 13 cm from the distal tip between the ring 1 and ring 2. Ring 1 seals were compromised. There was dried body fluid on the tip. Electrical test was performed and the device was within specifications for all measurements. Continuity checks revealed no electrical opens or shorts. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template/fixture. Both right and left curve tests passed, but both had an irregular shape due to the kink. The distal section was dissected; the kevlar wrap was displaced and the center support was bent. One of the steering wires was detached; there was evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 26jun2017. It was reported that a broken steering mechanism occurred. An intellatip mifi xp ablation catheter was selected for an ablation procedure. There was an issue with one of the pull wires breaking. There was no harm to the patient. Device analysis revealed that ring 1 seals were compromised.